Manufacturer narrative:
This report is being filed to update the describe event or problem, outcome attributed to adverse event, and patient codes.

Event description:
It was reported that this patient was hospitalized due to syncope related to a possible fall. The device was interrogated, and it was not possible to obtain any measurements and no sensing was noted. A revision took place, and it was noted that the pace impedance measurements exhibited on this right ventricular (rv) lead were high and out of range as well as high pacing thresholds due to possible scarring present. The lead was not able to be repositioned as a result of the scarring. The lead was finally explanted and was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that this patient was hospitalized due to syncope. The device was interrogated, and it was not possible to obtain any measurements. A revision took place, and it was noted that the pace impedance measurements exhibited on this right ventricular (rv) lead were high and out of range as well as high pacing thresholds due to possible scarring present. The lead was not able to be repositioned as a result of the scarring. The lead was finally explanted and was expected to be returned. No adverse patient effects were reported.